Event description:
The lead wad electively explanted. A small pneumothorax resulted from the procedure. Explant method: intravascular, superior technique/tools: direct traction, direct traction with locking stylet. Complications listed above.